Event description:
Event details: my daughter tested negative for everything on these and I am sure I followed all directions properly. She then went to urgent care hours after and tested positive for flu a, which they claimed popped up right away, so I'm not sure if the home tests are accurate.

Manufacturer narrative:
Customer is claiming false negative for flu a because the daughter tested negative on the ihealth covid-19, flu a&b 3-in-1 antigen rapid test then tested positive at urgent care a few hours later. Test taken at urgent care was not specified. No lot number information available, the manufacturer cannot effectively verify and confirm customer feedback.